Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrfu. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver data log was downloaded and reviewed and hardware errors and screen error alarms were observed. An interior visual inspection was performed and failed. Where the lcd plugs into j2 on the mainboard and on u1 of ui-u1, moisture damage was seen. The reported event of a an error icon display was confirmed. The root cause was determined to be moisture damage.